Event description:
User reported that the system could not be used because of a problem (exclamation sign on screen) and the registration could not be done. The pt was under general anesthesia and the case could not be completed with the superdimension system. It was reported that there was no harm or injury to the pt. On 08/25/2009, a superdimension service tech went to the site to check the system and reported that the locatable guide cable, a component of the superdimension system, was suspected of having an intermittent open and needed to be replaced.

Manufacturer narrative:
On 08/25/2009, a superdimension service technician went to the site to check the system and reported that a component of the superdimension system needed to be replaced, the locatable guide cable (lg cable). The lg cable was returned for analysis and the analysis is pending. The procedure is typically performed under local anesthesia. However, this event combines a suspected malfunction that rendered the system unavailable with a pt who was under general anesthesia. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia. There was no injury to the pt.